Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site with reports of pain. Subsequently on (B)(6) 2014, the site was aspirated with a needle. On (B)(6) 2015, the patient again reported pain; the skin was excised and the patient was prescribed oral antibiotics. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.